Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out of range right ventricular (rv) pacing impedance measurement. Oversensing on the rate/sense channel was also observed. Pacing was inhibited however there was no asystole as a result. No adverse patient effects were reported.

Manufacturer narrative:
The patient was scheduled for follow-up at a later date. Records indicate this device remains in service. Should additional information become available this report will be updated.